Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/31/2014 with the following findings: during investigation, a test battery cap was used to complete testing; the battery cap was no returned with the pump. Evaluation revealed that the force sensor calibration was out of required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration was out of required specifications. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/31/2014.